Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that one of his batteries was not charging. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. The cause of the battery not charging was a faulty resistor in the voltage reference output line of the gas gauge ic u3. The root cause of the defective r3 resistor cannot be positively identified but was likely random component failure. No adverse event resulted from the defective battery. The patient received a replacement battery pack.